Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 9.8 mmol/l. The customer stated that insulin was squirting out during the manual prime process. It was also stated that it was unknown whether the insulin pump was either bumped or dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap appeared normal. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.